Manufacturer narrative:
(B)(4).

Event description:
Procedure type: fundoplication. According to the reporter: balloon burst during surgery. Experienced user. No extension of surgery time or incision, no blood loss, no change of surgery, no tissue damage, part v fell into cavity could be removed. New trocar had to be used.